Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: breast implant has ruptured.

Event description:
Patient reported right side pain and rupture. Physician later reported, "tiny cysts with benign features" and "rupture: extracapsular" confirmed via MRI. Device remains implanted.

Manufacturer narrative:
Photo analysis results: visual analysis of the photos identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. - cyst: unable to observe as it is a medical event that is not related to the device. - pain: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: - red particles on the surface of the shell.

Event description:
Device has been explanted and replaced.